Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating, shaking and was unable to self-treat, requiring third-party administration of a glass of lucozade and digestive biscuits for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage is observed on the sensor patch. The data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). No failure modes were observed with the sensor plug upon visual inspection. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly). The battery was measured and the results were within specification. An extended investigation has also been performed on the returned sensor and observed contamination on the sensor's pcba (printed circuit board assembly). The battery was measured and the results were within specification. The investigation determined that the contamination compromises the integrity of the sensor's electronics. Therefore, this issue is confirmed to brownout resets due to liquid ingress. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating, shaking and was unable to self-treat, requiring third-party administration of a glass of lucozade and digestive biscuits for treatment. There was no report of death or permanent impairment associated with this event.